Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip became detached from the pump case. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was 520 mg/dl. Customer administered manual injections to address bg level. The customer loaded new supplies and resumed insulin delivery.